Event description:
It was reported that a user experienced difficulty pairing a new dexcom g7 sensor with the ilet and was operating in bg run mode after not entering the sensor pairing code into the pump, due to confusion about whether ¿enter bg¿ referred to blood glucose or the pairing code. Symptoms included no clinical effects and no impact to blood glucose. Outcomes included no interruption to therapy beyond temporary operation in bg run mode. Investigation included customer education and guided troubleshooting to connect the new sensor, after which pairing initiated successfully. Investigation of this case revealed user confusion and use error related to sensor code entry, with the device functioning as designed once the correct pairing process was followed. It was concluded, based on previously established findings for similar reports, that the cause was user error due to misunderstanding of pairing instructions.